Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump with the reassurance to call back if the malfunction recurred.